Manufacturer narrative:
The t:slim x2 user guide states, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an auto off alarm. Customer's blood glucose (bg) level was 280 mg/dl. Reportedly, a bolus was delivered to address bg levels. Tandem technical support reviewed the auto-off safety feature with the customer. Customer requested the auto-off feature be turned off. Tandem technical support guided the customer through turning off the auto off feature. Customer successfully resumed insulin delivery.